Manufacturer narrative:
Zoll has not received the catheter in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported an incident with the solex catheter (lot unknown). They had an unfortunate defect when discontinuing the use of the solex catheter. No additional information was provided. Patient's status information was requested but the customer did not provide a response.